Event description:
It was reported that the patient's pacemaker exhibited under-sensing and was sensing atrial signal intermittently resulted in arrythmia. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.